Event description:
A patient reported blood glucose results of "127 mg/dl, 170 mg/dl, and a message of er2" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced for further troubleshooting of the meter.